Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable clamp tubing" alarm. Per reporter the residual volume was 14.4 ml, rate 1.9 ml and given 68.9 ml. Air in tubing was reported. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).